Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error message showing 'maintenance required' appeared, and full height drawer 6 couldn't open. A field service engineer (fse) found that the tboard light for the half height drawer was off. The fse proceeded to take apart the retractor band and swap it. Also took additional time examining other drawers on the station. Ordered two additional drawers to the site, checked for the back plunger on the station, and reseated all connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 6 encountered a failure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.